Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an auto-off alarm occurred. The customer's blood glucose (bg) level ranged from 600 to 700 mg/dl with ketone level identified as dangerous (diabetic ketoacidosis). The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and sugar solution. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer reported auto-off alarm is declaring approximately 3 hours after activity, while settings are at 14 hours; however this could not be confirmed. Although requested by tandem technical support, customer did not upload the pump data logs. Reportedly, the customer reverted to manual injections for insulin therapy.